Event description:
Caller reported difficulty in pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the pump screen. Caller did not provide information on whether blood glucose levels were affected. Technical support instructed caller to remove the pump from its case and provided pressing instructions, but the problem persisted. Consequently, technical support arranged for a pump replacement. Caller was informed about putting the pump into storage mode and returning it with a pre-paid label within 10 days. Customer planned to use mdi as backup therapy to ensure uninterrupted insulin delivery.